Event description:
After completion of an l5-s1 posterior fusion procedure, it was noticed that a very small portion of the threads of the inner sleeve of the matrix threaded persuader had broken off and were still inside the persuader. There was no harm to the pt. This complaint is 1 of 2 for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records indicates the correct material was used and correct hardness values were obtained. Two devices were returned, with the reduction insert broken exhibiting jagged edges at the eight holes. The top of the threaded tube on one unit was dented. Due to the damage observed on the device, it was impossible to verify physical dimensions.